Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the left ventricular lead exhibited insulation anomaly. The lead remained implanted. The patient would continue to be monitored.